Manufacturer narrative:
The reagent lot number is 79123501 with an expiration date of 28-feb-2026. The field service representative performed several precision checks with acceptable results. He checked and verified the gear pump head was within specification and properly functioning. He checked and verified all of the solenoids were installed and functioning correctly. He performed mechanical and operational checks with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant igm gen.2 results for 2 patient samples on a cobas 8000 cobas c 502 module. Sample 1: the initial result was 34 mg/dl. The repeated result was 7 mg/dl. Sample 2: on 12-mar-2025 the initial result was 78.00 mg/dl. The sample was repeated and the results were 19 mg/dl and 18.00 mg/dl. The samples were repeated due to the user noticing an increase in data flags on other patient results.

Manufacturer narrative:
The alarm trace showed "abnormal aspiration" alarms, which are indicative of possible poor sample quality. The calibration data showed some failed calibrations between 25-feb-2025 through 28-feb-2025. The field service representative performed a decontamination of the analyzer, performed additional mechanism and operation checks, and performed additional precision checks with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.